Event description:
This is a spontaneous case report received from a physician in united states on 17-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number c51072 for permanent sterilization. During essure placement a detachment difficulty occurred. The device would not release from catheter. Provider had to cut handle off; he cut catheter and coil inside uterus. Seven coils were left trailing with green catheter around them. Physician left the rest of device in because it would not come out of tube. Bilateral placement achieved and the patient had no injury. Hsg (hysterosalpingogram) will be done in 3 months to confirm placement and occlusion. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure device would not release from catheter / detachment difficulty occurred. Physician had to cut the handle off; he cut catheter and coil inside the uterus. There was no injury to the patient. This event, interpreted as a device deployment issue, is non-serious and listed in the reference safety information for essure. Given the nature of the reported event and since it occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device deployment issue did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 27-jul-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Lot number c51072 (production date 23-apr-2014; expiration date 30-apr-2017). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU). The physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the device would not release from catheter (detachment difficulty). The catheter and coil that was attached to implant had broken. There was no injury to the patient. Detachment difficulty is listed in the reference safety information for essure. Device breakage is also considered listed upon receipt of the product technical analysis. Given the nature of the reported events and since they occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up received on (B)(4) 2016: questionnaire device breakage with essure was received. Information received from physician states that a (B)(6) female patient had essure inserted in (B)(6) 2016. According to physician, during essure placement the catheter did not release from implant and hysteroscopy scissor was used to cut catheters. It was also informed that the catheter broke, as well as the coil that is attached to implant. Breakage occurred at green release catheter. The broken pieces were retrieved from patient's uterus. There were no deviations from the insertion procedure as described on IFU. In addition, health care professional reported that essure was not removed and states that its removal is not medically necessary. No injury occurred to the patient and health care professional informed that breakage could not have led to serious injury under less fortunate circumstances. Patient has recovered and she will have her hsg (hysterosalpingogram) in (B)(6). Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the device would not release from catheter (detachment difficulty). The catheter and coil that was attached to implant had broken. There was no injury to the patient. Detachment difficulty is listed in the reference safety information for essure, while device breakage is unlisted. Given the nature of the reported events and since they occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs